Event description:
Complainant alleged that during a routine shift check by a clinician, the device's front panel button's were not actuating. Complainant indicated that there was no pt involvement in the reported malfunction. Functional testing by the facility's biomed dept. Was unable to duplicate the malfunction.